Event description:
The customer reported that discrepant information was observed between a vitros 4600 chemistry system and a vitros 5600 integrated system when compared to the customer¿s laboratory information system (lis). Vitros uric serum and plasma results were obtained on the vitros instruments in units of mg/l, however, the numeric uric values were reported by the customer¿s lis in units of mg/dl. The discrepant uric results were initially reported out of the laboratory for multiple patient samples. However, the results were questioned by a physician and corrected reports were issued. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that discrepant information was observed between a vitros 4600 chemistry system and a vitros 5600 integrated system when compared to the customer¿s lis. The vitros instruments were reporting vitros uric serum and plasma results in units of mg/l, while the lis was configured to report uric serum and plasma results in units of mg/dl. The customer was unaware that changing the reporting units on the vitros instruments for one body fluid would also cause the reporting units for the other body fluids to be automatically updated to match for a particular vitros assay, excluding units changed using the function of ¿configure alt units¿. There was no malfunction of the vitros 4600 chemistry system or vitros 5600 integrated system, as the instruments were performing as configured by the user. The root cause of this event is user error relating to configuration of vitros uric reporting units on the vitros instruments.